Event description:
Facility reports "the safety feature on the av fistula needles does not engage resulting in the needle becoming exposed after removal. This has resulted in a contaminated needlestick (to one of the staff) within the facility. Multiple staff members have voiced this complaint against these needles." Facility feedback to (B)(4) clinical affair coord that the client who came for dialysis is (B)(6) + and the health care worker (the pt in this medwatch 3500a) who incurred needlestick is taking medication. Facility received sysloc mini 4 months ago without formal clinical education from (B)(6).

Manufacturer narrative:
This complaint was filed as MDR because the client who came for dialysis was (B)(6) positive and the injured health care worker (th pt mentioned in section a-pt info) who had suffered the needle stick injury is taking prophylactic medication. Due to unavailability of the actual defective device, jms (B)(4) was unable to clarify the actual defect and cause for this complaint. Based on our investigation, we could not identify any root cause of such defect in our mfg process. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product. Conclusion: we apologize for the inconvenience caused. Based on our investigation, we could not identify any root cause of such defect in our mfg process. Due to unavailability of defective sample, we are unable to clarify the actual defect and cause for this complaint. We would like to encourage end-user to provide us the defective sample so that we can conduct an in-depth investigation. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product. Lastly,(B)(4) will continue to maintain good quality of our products and ensure that only good quality products will be delivered to customers.

Event description:
Facility reports "the safety feature on the av fistula needles does not engage resulting in the needle becoming exposed after removal. This has resulted in a contaminated needlestick (to one of the staff) within the facility. Multiple staff members have voiced this complaint against these needles." Facility feedback to (B)(4) clinical affair coord that the client who came for dialysis is (B)(6) + and the health care worker (the pt in this medwatch 3500a) who incurred needlestick is taking medication. Facility received sysloc mini 4 months ago without formal clinical education from (B)(6).

Manufacturer narrative:
This complaint was filed as MDR because the client who came for dialysis was (B)(6) positive and the injured health care worker (the pt mentioned in section a-pt info) who had suffered the needle stick injury is taking prophylactic medication. Due to unavailability of the actual defective device, (B)(4) was unable to clarify the actual defect and cause for this complaint. Based on our investigation, we could not identify any root cause of such defect in our mfg process. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product. Conclusion: we apologize for the inconvenience caused. Based on our investigation, we could not identify any root cause of such defect in our mfg process. Due to unavailability of defective sample, we are unable to clarify the actual defect and cause for this complaint. We would like to encourage end-user to provide us the defective sample so that we can conduct an in-depth investigation. Review of DHR and preserved samples showed that no discrepancy was reported of similar defect or any defect that would affect the retraction performance of set. We believe that this might be related to end-user's usage method of the product. Lastly, (B)(4) will continue to maintain good quality of our products and ensure that only good quality products will be delivered to customers.